Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed the dexcom g6 continuous glucose monitor (cgm) transmitter and sensor and subsequently the continuous glucose readings appeared in the dexcom app but failed to pair with the ilet, indicating a communication or pairing failure between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included continued therapy after the user was guided to manually enter blood glucose values so the ilet could continue dosing. User support included remote troubleshooting and education, including restarting the sensor, re-entering the sensor code, confirming the transmitter serial number entry, and advising a wait period for reconnection. Investigation of this case revealed a pairing failure isolated to the ilet interface with an otherwise functioning dexcom g6 system, consistent with a connectivity issue related to the device's antenna component. It was concluded, based on previously established findings for similar reports, that the cause was system connectivity error associated with component failure.